Event description:
Pt's peripherally inserted central catheter (PICC) line to be leaking. Rn contacted physician who came to evaluate line. The physician removed the dressing covering the PICC and gently retracted the line. Only 2 mm of intact tubing attached to the hub came out from underneath the skin surface. The pt was transported to the interventional radiology where, under fluoroscopy, physicians visualized the catheter fragment beginning near the venotomy site in the pt's antecubital fossa. Removal via right antecubital cutdown was unsuccessful. Ultimately, the catheter was retrieved via a right femoral approach with the pt under general anesthesia.